Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient was not satisfied with the results of a zmb00 intraocular lens (iol) implanted in the right eye. The result was not as expected. Expected results were minus (-) but ended up with plus (+). The physician has used a large number of amo lenses and has rarely experienced a refractive error as seen in this implant, with a post op refraction of >+2.00 diopters. The doctor has requested an examination of the lens. The lens was explanted and replaced with a standard monofocal lens with good patient outcome. No further information was provided.

Manufacturer narrative:
Additional information was received providing the date the event was initially received. New information, the date, requires correction to initial report: the following information was received: date received by manufacturer is february 09, 2016. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: complaint device was returned for evaluation. It can be seen the lens is cut in half, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. The complaint cannot be confirmed.   The manufacturing production order (po) was evaluated and the devices were manufactured within specifications. The units were released according to specification. The in-line optical inspection data was reviewed and results showed that the lens was manufactured within power specification. A review of the complaints related to the production order was performed and the results revealed that no other complaints for this order number. A historical complaint data review was performed and results did not identify any product deficiency. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing record review, returned device analysis, complaint data review and labeling review, no product deficiency was identified. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing. Device available for evaluation - yes, returned to manufacturer on june 15, 2016. Device returned to manufacturer ¿ yes. All pertinent information available to abbott medical optics has been submitted.